Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button had stopped functioning. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. The customer reported experiencing a low blood glucose (bg) level, the exact value was not provided. Reportedly, the customer did not consider having long acting insulin on board, which could have lead to the low bg level. The low bg level was addressed by consuming a sandwich. Reportedly, the customer had manual injections available as alternate insulin therapy.